Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. An invasive procedure was performed. During the system explant, the superior vena cava was torn and the patient required emergency surgery. The product was explanted and a new system was implanted three months later. No additional adverse patient effects were reported.